Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed glucose tablets and juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.